Event description:
It was reported to philips that the device was not booting up properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up properly. The reported issue persisted even after system reboot. The philips field service engineer (fse) visited onsite and upon functional testing, the fse determined that a software crash had occurred within the pc, preventing it from starting up properly. To resolve the issue, the fse reinstalled the software on the system. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.